Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was 311 mg/dl with ketones. Ketone level was identified as life threatening by a health care provider. The customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.